Event description:
Customer reports being unable to obtain a result on the aviva system due to an unspecified power issue. Customer awoke with low blood glucose symptoms; his wife treated him with mints and sweetened orange juice. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Note: this is one of two reports (MFR report # 3005099803-2011-00029 and MFR report # 3005099803-2011-00026) regarding two complaint devices that were used in the same patient. According to the complainant, the physician had previously implanted an uncovered wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00029) into the patient. The implant date is unknown. Post-procedure, the patient developed increased bilirubin levels. As a result, the physician injected contrast media and found good filling, indicating that there was no tumor ingrowth. Therefore, the physician suspected that this stent was originally placed incorrectly with its proximal end in the ductus cysticus; which would explain the elevated bilirubin levels. The physician did not believe that this was a failure of the implanted stent. To resolve the issue, the physician decided to implant another wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00026) through the previously implanted stent. This stent was to be positioned into the choledocus and above the ductus cysticus. However, during the re-intervention procedure on (B)(6) 2010, the physician felt resistance when attempting to deploy the stent. It was impossible to retract the outer sheath and then the inner catheter broke. Due to the broken handle, the stent could not be deployed and the stent was removed from the patient. The physician completed the procedure with another wallstent (along with the same guidewire). The physician added that this stent helped lower the patient's bilirubin levels to 53.